Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence even though the device is cycling normally. A replacement surgery was performed in which the old device that was implanted penoscrotally was removed and replaced it with a new device implanted perineally. No additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence even though the device is cycling normally. A replacement surgery was performed in which the old device that was implanted penoscrotally was removed and replaced it with a new device implanted perineally. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. The cuff and pump components were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the components. The balloon was visually examined and functionally tested. No visual damage or abnormalities were found but the balloon did not pass functional testing due to measurements below the product pressure specifications. Based on the information available and analysis results, the pressure issue identified in the balloon could have caused or contributed to the reported clinical observations. The reported patient symptom of incontinence is a known inherent risk of implant of these devices as noted in the instructions for use.